Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged/¿curled¿ stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted one 3ct tls stylet. The depicted region included the distal tip, polyimide region and the polyimide transition. Curved shape memory and multiple kinks were observed throughout the polyimide region. The stylet appeared to be intact. The permanent deformation of the depicted stylet was consistent with sharp bending or kinking, as indicated in the event description; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insertion of the stylet past the catheter tip during insertion and attempted insertion against resistance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a PICC was exchanged unsuccessfully. The PICC was identified as malpositioned, looped or curled, on the first x-ray taken for tip confirmation. Sterile field was left in place while x-ray taken so PICC could be re-adjusted. Each were successfully positioned after pulling back and flushing however did take multiple x-rays (2-3) to confirm tip placement at the caj. Stylets were left in the PICC¿s during insertion but sherlock navigation was not used, it is not currently set up with the sonosite ultrasound. They have been removing the stylet and inserting ¿blind¿ for approximately 4 months, so they are not using the netbook. 5 PICC insertions were completed and one unsuccessful exchange." This report addresses the unsuccessful exchange.